Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered 10 insulin units not programmed while she was asleep and she woke up around 2 am with low blood glucose at 17 mg/dl. The paramedics went to her house and she was treated with glucose IV and then she treated with food. Current blood glucose is 258 mg/dl. The customer was disconnected during prime; she did not manipulated the reservoir and did not program a larger fixed prime alarm. The bolus history did show the 10.0 units delivered at 12 58 am. Customer stated that the drive support cap is not damaged. The alarm history did not show any error alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.